Event description:
The patient had conexa implanted as part of a rotator cuff repair. Approximately 3 weeks later, the patient presented with an elevated white blood cell count and a swollen joint. Lifecell was unable to obtain any further information about the event, including if any medical or surgical intervention was performed. Lifecell is reporting this event due to lack of information.

Manufacturer narrative:
Method of evaluation: review of the device history records for lot t00090; query of the lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lot t00090. Results of evaluation: review of the device history record for conexa lot t00090 revealed no deviations that would have an impact on processing steps associated with the nature of this complaint. Lot t00090 was terminally sterilized on (B)(4) 2011. To date, there have been no other complaints reported to lifecell against lot t00090. To date, of the (B)(4) devices processed for lot t00090 (B)(4) devices were distributed. Lifecell received no implant information for lot t00090. Conclusion: an event was reported that lifecell is unable to confirm required medical or surgical intervention. Due to the lack of information, lifecell cannot determine the relationship between the device and the event, and therefore is submitting this report to err on the side of caution. The device was not returned for evaluation. However, based on the information as provided and review of lot processing information with no deviations including terminal sterilization of the lot, it is unlikely that the event is related to the device.